Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose value. The customer declined to provide additional information regarding the issues.